Manufacturer narrative:
The actual complaint product was returned for evaluation. No product packaging was received and the product does not contain lot number identification. No obvious damage or defect was observed under ambient light conditions. Inflation of the cuff was attempted; the cuff immediately began to deflate and cuff pressure could not be sustained. A leak was determined to be at the proximal end of the cuff. Under magnification, multiple diagonal striations were observed, with the most prominent being the actual leak. The smaller, less pronounced appeared to be scratches. A definitive root cause could not be determined. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 25 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that cuff pressure decreased even right after the user inflated the cuff. While intubating, the user inflated the cuff to check it but there was no problem. The microcuff was replaced for new one. No patient injury. It was suspected that the cuff was torn.